Event description:
Rptr is writing regarding a potentially serious product concern that he has regarding a aortofemoral bypass graft. On a pt of his he placed an aortofemoral bypass graft for an abdominal aortic aneurysm. The graft is an albumin-impregnated graft that obviates the need for preclotting the graft. The packaging of the graft is not in conformity with other packaging that's a standard throughout the vascular bypass industry. Specifically most other graft material is sterile within the first "peel pack" package. Therefore once the initial "peel pack" is opened the rest of the graft and package is sterile, and can be placed on the surgical field without fear of contamination. In this particular case, however, the initial package is a tinfoil type package and the other packaging inside this is not sterile. Although it is marked on the package, because it is different than the standard in the industry, it leads to confusion even on the part of intelligent, well-trained circulating nurses. In rptr's particular case the tinfoil type package was opened and the inner packaging was placed in the sterile field contaminating the sterile field. They changed gloves, gowns, and instruments, and used antibiotic irrigation. They cultured the package that had been placed in the field, and after 21 days, they cultured a micrococcus. No adverse outcome occurred in this particular case. The pt has recovered from the surgery without having a graft infection. One might argue that the packaging is adequate, but rptr had a second incident on another pt, with the same product where the package was almost placed in the sterile field after opening the initial tinfoil packaging. As a trained vascular surgeon who does a fairly high volume of vascular work, rptr would recommend that there be standardization throughout the industry of the packaging of the sterile grafts. When you have nonstandard packaging it can lead to a significant risk of error.